Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete functional testing. The cause for the failure was isolated to damaged wires in the trunk cable and a defective belt node to therapy electrodes assembly. The root cause for the damaged wires could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.